Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that "bearings worn out". The device was being used during surgery. No injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.